Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the tracheostomy tube currently in the patient was leaking and will probably be changed "soon". The customer was unsure if the cuff was pre-tested prior to placing in the patient. Informaion suggests intended intervention.